Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter the dissector point was broken during use. There was no patient injury.

Manufacturer narrative:
Additional information: evaluation summary: one device was returned for evaluation. The returned product did not meet specification as received. Visual inspection of the disposable hand piece revealed that the waveguide had fractured and broken off. The broken waveguide piece was returned. He reported condition was confirmed. The waveguide was inspected under magnification to identify the point of initial contact that caused the fracture and eventual break. Investigation personnel concluded that the titanium waveguide was in use when it fractured. Further investigation revealed that the waveguide was excessively torqued to the side during use causing it to come in contact with the moving jaw of the device while it was being activated. This contact caused the waveguide to crack and eventually break off. The investigation identified the root cause of the reported event to be user error. The device instructions for use (IFU) currently contain a warning against contact between the dissector tip and metal objects (hemostats, clips, staples, retractors, etc.) During activation. This issue is specific to ultrasonic dissectors. The IFU notes that device users should visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. IFU also states: do not use damaged components. Use of damaged components may result in injury to the patient or user. If information is provided in the future, a supplemental report will be issued.